Manufacturer narrative:
The cobas e 411 rack serial number was (B)(6). The calibration and qc were within the ranges. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hbsag ii assay on a cobas e 411 analyzer (rack system). Sample 1: initial result: 5560 coi (interpreted as reactive). 1st repeat result: 3947 coi (interpreted as reactive after re-centrifugation). 2nd repeat result: 2416 coi (interpreted as reactive). On (B)(6) 2026: a new sample (sample 2) was drawn from the same patient and tested: initial result: 0.463 coi (interpreted as negative or non-reactive). Repeat result: 0.2 s/co (tested using abbott architect and interpreted as non-reactive). The non-reactive result was the expected one for the patient.

Manufacturer narrative:
The customer used the tubes (13x75 mm) without an adapter. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys hbsag ii assay performs within the specified ranges. The investigation did not identify a product problem. The cause of the event could not be determined, but it was consistent with a user error where the customer did not use the required rack adapters for 13 mm diameter tubes, and a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.